Event description:
On (B)(6) 2009, the patient was implanted with an scs system. In (B)(6) of 2010, the patient reported that the amplitude could not be increased past perception and that the programmer turned off on its on. The clinical specialist met with the patient on (B)(6) 2010 and observed high impedances on several contacts. The specialist reprogrammed the patient using only the valid contacts and the patient was able to feel the stimulation as desired. Later that evening, the patient reported that the stimulation had stopped. On (B)(6) 2010, an x-ray was taken and revealed that all connections were intact and that the leads had not migrated. The patient's lead will be revised.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.